Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
The customer reported that during surgery, the pipelight retracted on itself and they think it could have possibly broke off in the eye. Additional info is expected.